Manufacturer narrative:
Follow-up 09/29/2016: the customer's tandem clinical diabetes sales specialist reported that the customer's health care provider made adjustments to the basal insulin rate settings and the customer's blood glucose levels have improved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 527 (mg/dl) over the past 3 weeks. Customer administered injections to treat their bg levels. System check with tandem technical support indicated pump was performing as intended.